Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The device was connected to the pt whose rhythm was diagnosed as ventricular fibrillation. The device was charged but, according to the reporter, would not discharge. The device was found to be in "sync" mode. "Sync" mode was removed from the device and the device subsequently operated properly. Pt outcome was not reported.